Event description:
It was reported that the device was labeled on both the outside carton and inside pouch as a powersail 2.5 x 15. During the inflation, it appeared that the balloon was much larger than it should be. The device was inspected and it was noted that the labeling on the hub indicated the device was actually a 5.0 x 23. No pt injury was reported.